Event description:
The technician attempted closure of the arteriotomy with the closer tsl 6fr device. A fluorogram was taken prior to device use. Insertion and deployment went as expected. While retracting the plunger, there was resistance felt. When the plunger exited the device, both cuffs were on the needles, but no suture was attached to the cuffs. The handle was lowered so that the foot would close, but the device could not be withdrawn. The operator tried retracting the device with more effort, and was able to visualize one of the sutures and cut it. Once this was done, the device was removed from the groin. Manual compression was then applied. No hematoma was visable at this time. The pt recovered without further incident.